Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and exhibited high lv thresholds. The lead was subsequently explanted during a device upgrade procedure and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on the terminal pin; there were no discernable setscrew marks noted on the terminal ring. Dried bodily fluid was noted in the lead lumen. Deformed conductor coils were noted along with an indentation in the insulation at 465 millimeters (mm) from the terminal pin. The lead did not pass stylet insertion testing at 785 mm from the terminal pin; noted to most likely be due to bodily fluid infiltration. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.